Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer did not notice a trend arrow on the device. The customer reported "out of range" readings "for days" and self-treated with two glucose shots close together. No additional treatment or third-party intervention was required for this issue. There was no report of death or permanent impairment associated with this event. A sensor result of 350 mg/dl was compared to a competitor brand meter reading of 164 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 12 days. It is unknown when these readings were obtained in relation to the reported adverse event.